Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood level. Customer's blood glucose level was 400 mg/dl. Customer stated that their sensor never completed warm up and received change sensor alert. Customer was assisted with change sensor alert. It was unknown that auto mode feature was active or not at the time of event. The device will not be return for analysis.